Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 20 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the device was unable to cross the lesion, and the shaft broke upon delivery. The procedure was completed with another of same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device was returned for evaluation. A visual and tactile examination of the hypotube shaft revealed a break located 61 cm distal to the distal end of the strain relief. No abnormalities were observed during the visual and tactile inspection of the outer and inner lumens, as well as the mid-shaft section. Microscopic analysis showed no signs of damage, stretching, or lifting of the stent struts. The stent remained properly positioned between the proximal and distal marker bands, with no indication of movement. Examination of the balloon cones revealed no defects. The balloon wings were tightly wrapped, evenly folded, and had not been subjected to positive pressure. The bumper tip showed no signs of damage to the distal tip. No additional issues were identified during the returned product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 20 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the device was unable to cross the lesion, and the shaft broke upon delivery. The procedure was completed with another of same device. The patient's condition following the procedure was stable.